Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that due to weight loss the ipg was flipping in the pocket and the patient was experiencing pain as well as shocking at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated.